Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, skipped beats due to premature ventricular contractions (pvcs) were observed. Multiple episodes of inappropriate auto mode switch (ams) due to atrial lead noise were noted. Programming changes were made. The noise was not reproducible. The patient was stable.